Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Customer¿s blood glucose value was 144 mg/dl. A replacement pump and charging cable were sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.